Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a pericardial effusion was confirmed via intracardiac echocardiography. Patient showed no signs of instability. Pericardiocentesis was performed and yielded 650 ml of fluid. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient has since fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the adverse event was not attributed to ablation. There is no information regarding the irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time of 300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure.